Manufacturer narrative:
Device was not returned for eval.

Event description:
The device was used during a laparoscopic myomectomy. The surgeon was firing the device across a large pedicle of a fibroid. The staples malformed. The surgeon thought the tissue may have been too thick. Electrocautery was used to complete the case. There was no consequence to the pt.